Manufacturer narrative:
Manufacturers ref# (B)(4) g4) similar to device marketed under 510(k)/PMA: k220137. Summary of investigational findings: cook became aware of an article "successful bailout of intraoperative external iliac artery rupture by aorto-uni-iliac stent grafting and femoral-femoral crossover bypass in a patient with a giant common iliac artery aneurysm¿ written by yasumara et al. 2025. During evar (endovascular aortic repair) in a patient with severely calcified and tortuous iliac anatomy, a lunderquist® extra stiff wire guide (complaint device) was used to facilitate dry seal sheath advancement. During advancement, the wire lost its intended position and the dryseal sheath enlarged the vessel loop, resulting in rupture/severance of the left external iliac artery with retroperitoneal bleeding and hemodynamic shock. No guidewire fracture, separation, or other device malfunction was reported. The event was managed with aorto-uni-iliac stent grafting and femoral-femoral crossover bypass. The patient recovered from the procedure and was discharged but died approximately three months later from mrsa-related sepsis, which was not attributed to the guidewire. The complaint reported by the user was confirmed. The complaint originating from the literature article was confirmed based on available information. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes are not maintaining the position under fluoroscopy at the moment where the wire guide lost its intended location and/or possible use of excessive force, attempting to advance it in a severely calcified and tortuous anatomy. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering the event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature: yasumara et al. 2025: ¿successful bailout of intraoperative external iliac artery rupture by aorto-uni-iliac stent grafting and femoral-femoral crossover bypass in a patient with a giant common iliac artery aneurysm¿: during evar (endovascular aortic repair) in a patient with severely calcified and tortuous iliac anatomy, a lunderquist® extra stiff wire guide (complaint device) was used to facilitate dry seal sheath advancement. During advancement, the wire lost its intended position and the dryseal sheath enlarged the vessel loop, resulting in rupture/severance of the left external iliac artery with retroperitoneal bleeding and hemodynamic shock. No guidewire fracture, separation, or other device malfunction was reported. Patient outcome: the event was managed with aorto-uni-iliac stent grafting and femoral-femoral crossover bypass. The patient recovered from the procedure and was discharged, but died approximately three months later from mrsa-related sepsis, which was not attributed to the guidewire.